Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube seal, cracked reservoir tube window, cracked battery tube threads and a cracked case at the display window corner.

Event description:
The customer reported via telephone call that the insulin pump was broken at the reservoir tube lip. The customer stated she was still wearing the insulin pump because it was working. The blood glucose reading was 116 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.